Event description:
It was reported that the air leaks out immediately after customer start using the device. The event occurred during patient use. There was no reported patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number was provided.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The visual inspection was performed and identified the hole on the cuff ballon. The functional testing was confirmed the reported issue, and a root cause was unable to be determined.